Event description:
It was reported that the pump's force sensor was out-of-specifications - out of the box. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. The top and bottom cases were in excellent condition. Event history log (ehl) showed force sensor test error. Power up process and using biomed diagnostics monitor analog sensors, the reported problem was not duplicated; there was a steady state reading of the force sensor (with no pressure). The root cause could not be determined. No action / repair done to the pump. A corrective and preventative action has been opened to address the reported issue.